Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. That the subject device exhibited dents on distal edge, dents on the outer tube. The image was out of view and failed fog free function. There was no patient involvement.